Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during use of the evac tube it was difficult to insert a suction catheter. The tube was removed and replaced. There was no patient harm.

Manufacturer narrative:
One sample was received for evaluation, a visual inspection was performed and it was observed all the components are assembled properly at the tube, a visual inspection was performed and no objects clogging the tube were observed, a dimensional test was performed and the reading is within specification, no failure mode was observed in the received sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode.